Manufacturer narrative:
No device was returned to olympus. The legal manufacturer (oste) could not perform a review of the device history records for the concerned device as the lot number is unknown. However, the manufacturing and quality control review was performed for the last 24 months of production and there was no non -conformities or deviations regarding the described issue. The investigation could not confirm the root cause of the reported issue. However, the damaged insulation material was potentially caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock, similar stress and or wear and tear. Please note that signs of fatigue or pre-damage are often hard to spot. In general, the customer is required to check the function of all devices used prior to a procedure and a suitable replacement must be provided during an application. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is in responsibility of the user to inspect the instrument prior to every procedure. Olympus will continue to monitor complaints for this device.

Event description:
The sales representative was informed that ¿when the customer was using the inner sheath during a procedure, the tip of the inner sheath broke off into the patient.¿ the broken piece was retrieved from inside the patient. No death, injury or infection was reported. The sales representative noted the device was old and the lot number was illegible.

Manufacturer narrative:
This supplemental report is being submitted to correct the MFR. Report number of the initial MDR, which was submitted under MFR. Report number. The correct MFR. Report number is 9610773-2022-07904.